Event description:
It was reported that the customer was hospitalized due to keytones and high blood glucose. Customer does not remember when she was hospitalized. Customer was wearing insulin pump during hospitalization. Customer stated she is having issues with variation between meter and insulin pump. Customer stated she is trying to calibrate when her blood glucose is stable and not 400mg/dl. The blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.